Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. Customer¿s blood glucose level was 54 mg/dl at the time of the incident and the current blood glucose was unknown. The customer was treated for the low blood glucose with food. The customer experienced low blood glucose for 45 minutes. The customer declined to troubleshoot for low blood glucose readings. The product will not be not returned for analysis.